Event description:
On (B)(6) 2012, the reporter contacted animas alleging that they are unable to save the date and time on the pump. There are no reported adverse events related to this issue. This is being reported based on the allegation of inaccurate timekeeping.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a timekeeping accuracy test was performed and the pump was found to be keeping time accurately.